Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were currently hospitalized due to high blood glucose. The customer had called before to troubleshoot the insulin pump and it was tested fine. The customer had been consistently getting high blood glucose. The customer was hospitalized on (B)(6) 2017. The customer had symptoms of throwing up, feeling horrible, and the high blood glucose levels would not go down. The customer's blood glucose at the time of admission was over 800 mg/dl. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.